Event description:
It was reported that during the implant procedure, after the first placement of the left bundle branch area pacing (lbbap) lead, the threshold measurements increased and an attempt was made to unscrew the lead. However, the tip became fixed and could not be unscrewed after the first placement. The lead was removed by traction, at which time the helix tip was found to be bent. Additionally, firm tissue was attached to the helix tip and continued use was therefore judged to be impossible. It was noted that there was concern that the tip may have been fragile from the beginning. It was confirmed the kinked that developed slightly distal to the guiding catheter entry, prevented torque transmission to the lead. As a result, slitting was performed which damaged the catheter and the catheter was removed. The lead was not used another lead was implanted with a different catheter. It was further reported that fluoroscopic images from before and during removal of the lead were not preserved. However, during contrast imaging with the new system, a hole at the site where the lead had been placed was identified. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.